Manufacturer narrative:
The reported event of high impedances were confirmed. As received the lead was subjected to x-ray and found few broken wires that would cause high impedances.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.